Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned for analysis. No anomalies were found. It was noted that the stylet was bent.

Event description:
It was reported that during implant attempt, there were sensing difficulties (small r-waves). The lead was not implanted. No patient complications have been reported as a result of this event.